Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+3.0/180 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in lens case/vial. Visual inspection found that there was no visible damage to the lens but there was foreign material on the lens surface. Claim # (B)(4).